Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to perforation. The device had perforated proximally and was no longer in the glans. There were no additional patient complications reported.